Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Crystal like substance was noted on output window. The fiber is broken 3 inches forward the control knob; there is no sign of melting at the location of the fracture. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a "fiber defect" was observed. The procedure was completed using a second surgical fiber. No additional information regarding the observed defect was reported or is currently available. There was no patient injury reported.